Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that discrepant pt results were generated by the clinical chemistry creatinine assay tested on the architect c8000 analyzer. This pt generated an initial result of 4.27 mg/dl. The result was not reported from the lab. The sample retested at 0.72 mg/dl. Controls were within specs. There is no impact to pt mgmt reported.